Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a pacemaker that exhibited premature battery depletion. No resolution was reported and the patient was stable.

Event description:
New information received on (B)(4) 2019, indicates that the device was explanted and replaced. No further information is available.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.